Event description:
Report states: "breaking at the pressure point, plastic part where thumb cover is."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction based on the product was in use when issue occurred. There were no reports of the pt being harmed as a result of this malfunction. Final quality eval performed on (B)(4) 2011. Results of the eval are as follows: no sample was available for eval. Based on the info available, convatec was unable to perform investigation. History batch records were reviewed and no deviation was recorded during the production process. Unless add'l sample or more case details are forthcoming this issue is closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints rec'd from (B)(4) 2011 - (B)(4) 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.